Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively. No device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was charging more frequently. Database analysis revealed that patient had poor charger to ipg coupling and charger thermistor was triggered often. The device was working as expected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg was charging more frequently. Database analysis revealed that patient had poor charger to ipg coupling and charger thermistor was triggered often. The device was working as expected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg was charging more frequently. Database analysis revealed that patient had poor charger to ipg coupling and charger thermistor was triggered often. The device was working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's revision procedure was cancelled. There will be no further course of action.